Manufacturer narrative:
On (B)(4) 2015, a field service engineer (fse) replaced the internal cable from the back of the instrument to the sensor board for the wash, the waste and diluent bottle sensors. In addition, the plug connecting to the diluent at the back of the instrument was damaged. It was replaced. Performed test runs, with successful results. No further actions were performed. The most probable cause of the reported event was the bottle sensor cable inside the diluent system failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported intermittent diluent low errors with their aia-360 analyzer. On (B)(6) 2015, the customer called back still reporting a random ds flag with different batches of diluent made. The customer was unable to run bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.